Manufacturer narrative:
The exposed portion of soft cannula was found to be kinked. It could not be determined when this damage to soft cannula occurred or if it linked to the reported event of insulin delivery. The pod was received without adhesive pad attached to the bottom housing. The adhesive pad welds were inspected and no abnormalities were found. So, the reported adhesive failure could not be assessed or determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 4 and 24 hours on the arm. Patient also reported the adhesive was not secure. As treatment, a manual injection of insulin was delivered and pod was replaced with a new one.